Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. After two attempts the physician successfully completed the transseptal puncture. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria, so it was fully recaptured and removed from the patient. A new 35mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. Post procedure a small pericardial effusion was noted but the patient remained stable therefore no treatment was performed. While the patient was in recovery their blood pressure began to drop so the physician performed a pericardiocentesis. The patient made a full recovery from this event and no other complications were reported to have occurred.

Manufacturer narrative:
H6 patient codes: cardiac tamponade e0605 added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. After two attempts the physician successfully completed the transseptal puncture. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria, so it was fully recaptured and removed from the patient. A new 35mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. Post procedure a small pericardial effusion was noted but the patient remained stable therefore no treatment was performed. While the patient was in recovery their blood pressure began to drop so the physician performed a pericardiocentesis. The patient made a full recovery from this event and no other complications were reported to have occurred. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.